Event description:
Patient presented to the hospital after an alert for high impedance. The lead was capped. After the ICD was connected to the new lead, high impedance was observed. The connector pins were cleaned and retighten; however, the problem still continued. Hence, the ICD was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.